Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation. According to the explantation report the user had a loss of hearing. The user was re-implanted with a new device.

Manufacturer narrative:
Conclusion: device investigation did not show any device damage or defect which is expected to have been present whilst implanted. Mechanical damage found during investigation is attributable to the removal surgery. According to the information received from the field the device was explanted due to a loss of hearing. However, despite requested no further information was received. Thus, no root cause for the explantation can be determined due to lack of information. This is a final report.

Event description:
The explanted device was received for investigation. According to the device explant report form the user had a loss of hearing. The user was re-implanted with a new device. Despite requested, no additional information was received.